Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the glenosphere inserter tip was cross-threaded from the inner threads. As per surgical technique: inhance¿ shoulder system, the next precautions need to be followed while assembling and disassembling the device with its mating component: 1) "to place the definitive glenosphere, assemble the glenosphere inserter tip to the baseplate inserter rod. Next, thread the inserter tip into the selected glenosphere until it is snug. Care should be taken not to overtighten. Navigate the glenosphere taper into the baseplate and impact the baseplate inserter rod to seat the glenosphere"; and 2) "prior to removing the glenosphere inserter tip, twist and pull to ensure that the taper is fully seated. Please note that if the glenosphere inserter tip is left behind when unthreading the baseplate inserter rod, the star driver 30 can be utilized to remove the inserter tip". A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the instrument had an unknown allegation. This event did not happen in surgery.